Manufacturer narrative:
Product complaint # (B)(4) additional information provided: ethilon sut 18in (45cm) 3-0 blk (653h) : affected page: unknown reason why the product is not available: available ethilon sut 18in (45cm) 3-0 blk (653h): batch number: 10cm2d list any j&j products that were used during the case but did not contribute to the reported event. Have patients or users been harmed? No was there a significant delay? No if available, include the product order number (po). (B)(4). Would you like a return label at the end of this process? No additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During the op did the entire needle detach from the suture, or did the needle break into separate pieces? The needle detach from the suture please provide the product return status. Goods were collected on 25.06.26 and on the way to (B)(6). Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Purchasing department. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Needles of the threads torn off during surgery. No reported patient consequences. Additional information has been requested.